Event description:
It was reported that the sensing threshold measurement on the right atrial (ra) lead had decreased one day post implant. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.